Event description:
It was reported that shortly following the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), an alert was received, indicating that the left ventricular (lv) automatic threshold measurement was greaten the programmed amplitude measurement/suspended. It was noted that the device has never been able to successfully measure the automatic lv lead threshold measurement. Additionally, there was evidence of decreased, but still in-range lv pacing impedance measurements (from 1135 to approximately 700 ohms). Boston scientific technical services (ts) was contacted and discussed the possibility that the lv lead had dislodged from the implant location, which would likely require x-ray imaging and surgical revision. Additionally, there was evidence of far-field oversensing on the right atrial (ra) channel. Ts recommended assessing the ra lead while determining the lv lead location. At this time, both leads remain implanted and in-service. No adverse patient effects were reported.